Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device did not cause or contribute to the reported event. As a result, this device is no longer considered reportable by exactech and this report may be disregarded.

Event description:
Approximately 2 year(s), 9 month(s) and 19 day(s) post-operative of a right rtsa, it was reported via clinical study that the patient experienced an orthopedic event of non-union of humeral fracture and hardware loosening. Patient sustained a glf and underwent orif of periprosthetic humeral fracture with iliac crest aspirate and optecure bone grafting. However, this has failed, as the patient has continued pain and decreased rom. The patient underwent standard reverse revision and was revised from rtsa to hrp. The outcome of this event is considered resolved. The clinical report indicates that this event is definitely not related to the device(s) and/or to the procedure.

Manufacturer narrative:
(D10): concomitant device(s): 300-01-11 - equinoxe, humeral stem primary, press fit 11mm: (B)(6). 320-01-38 - equinoxe reverse 38mm glenosphere: (B)(6). 320-10-00 - equinoxe reverse tray adapter plate tray +0: (B)(6). 320-15-08 - sup/post aug plate, r rs glenoid baseplate: (B)(6). 320-38-03 - equinoxe reverse 38mm humeral liner +2.5: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-20-00 - eq reverse torque defining screw kit: (B)(6). 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm: (B)(6). 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm: (B)(6). 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm: (B)(6).